Manufacturer narrative:
Unit received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call and reported physical damage. Customer¿s daughter blood glucose was 185 mg/dl. Customer reported the screen went out. Customer states its white, lines or streaks in it. And in the bottom two corners its black line. Customer reported that pump screen cannot read. Advise customer the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.